Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01. Annex c: c11. Annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of communication error could be confirmed through a review of the logs provided by the facility. External inspection found the pcu in good conditions. As incidental finding a bumper foot was missing as well as the power cord strap and the pole clamp screws. Test results measured the maximum temperature recording at 45.2 °c. The specification for this test is a maximum temperature of 60°c, indicating the device is within specification. A review of the pcu module error log showed no errors were recorded on the reported event day. However, the error code 120.4540.0 (psp_watchdog_failure) was recorded two (2) times on (B)(6) 2024, and on (B)(6) 2025 3 (three) times. As well as the error code 120.4490.0 (psp_set_charge_level_failure) recorded several times since (B)(6) 2024. According to the event log review of the pcu, there are no records of usage during the reported event day. The last scheduled infusion was performed on (B)(6) 2025, with a rate of 25 ml/h and a vtbi of 50 ml at 11:21 am. Log downloads were performed simultaneously. At 12:00 pm the concomitant pump module s/n (B)(6) alarmed for occlusion, a keypress restart was executed, and the infusion continued until 1:10 pm, when it alarmed for air in line. The device was powered off; there are no records of additional infusions after that day. Per alaris system user manual v12.3.1: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm preventive maintenance should be performed only by biomedical engineering to ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The system was being used for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Please replace the logic board as well as the battery discharge harness, as they were damaged during laboratory tests, this may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had over heating. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had over heating. There was no patient involvement.